Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a black screen and that the monitor was unresponsive to touch and operating the power button. The light on the front was amber, and the alarm indicator was white. Technical support (ts) instructed them to reboot the uninterrupted power supply (ups), which powered down the cns, but pressing the power button gave no change. Ts had the customer plug the cns directly into the wall outlet, bypassing the ups, but the issue persisted. There were no reports of patient harm; they were being monitored at a secondary location. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 04/12/2025 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: 04/16/2025 emailed the biomedical engineer (bme) for all information in the ni list above: the bme were not made aware there were devices being monitored on the cns. Additional device information: d10. Concomitant medical device: the following device was used in conjunction with the cns: ups. Model #: ni. Serial #: na. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Event description:
The customer reported that the central nurse's station (cns) had a black screen and that the monitor was unresponsive to touch and operating the power button. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had a black screen and that the monitor was unresponsive to touch and operating the power button. The light on the front was amber, and the alarm indicator was white. Technical support (ts) instructed them to reboot the uninterrupted power supply (ups), which powered down the cns, but pressing the power button gave no change. Ts had the customer plug the cns directly into the wall outlet, bypassing the ups, but the issue persisted. There were no reports of patient harm; they were being monitored at a secondary location. Investigation summary: the issue was duplicated during evaluation. The root cause is failure of hitachi controller unit. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. No significant trends were identified during risk assessment. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: model #: ni. Serial #: na. Device manufacturer data:ni. Unique identifier (UDI) #:ni. Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) had a black screen and that the monitor was unresponsive to touch and operating the power button. No patient harm was reported.